Event description:
It was reported that after four hours replacing the device, the residual amount of water in the cuff was 1ml. This problem was resolved by replacing with another brand pvc tracheostomy tube. There was no medical intervention required. There was unknown patient harm or adverse event reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The defect is observed but cannot be attributed to the manufacturing process. Based on the contaminant and amount of biological build up on the device, it can be surmised that the device was in use far longer than recommended per ifu0000839 section 2.0 as a temporary device. The age of the device at the time of submission suggests this device was used beyond its lifespan, as well. Additionally, the cut reported with clean lines and sharp angles were caused during use and not during the manufacturing process. The probable cause of the reported problem unknown.